Event description:
Falsely depressed creatinine results were obtained on three patient samples. The results were reported to the physician. The samples were repeated and higher results were obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed creatinine results.

Manufacturer narrative:
The cause of the falsely depressed crea results was a malfunction of the 510 absorbance filter. The siemens healthcare diagnostics field service engineer (fse) was dispatched to the account and replaced the 510 absorbance filter. The instrument is performing within specifications. No further evaluation of the device is required.